Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that error 1871 was recorded in history. During analysis, the reported problem regarding error 1871 was able to be duplicated. It was noted that the motor was faulty and was the cause of the reported issue. Service replaced the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating during analysis, that a smiths medical cadd legacy pump exhibited error 1871. There were no patients involved in this event. No adverse effects were reported.